Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10l22073 and h10l11050 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional information: additional information was received from the peritoneal dialysis (pd) nurse. The patient's recent frequency of pd4 ultra bag was 2 fills daily. Lot numbers and dose for the pd4 ambuflex was not available. On (B)(6) 2011, the patient was hospitalized for a second incident of yeast peritonitis. Treatment and interventions were not reported. Outcome for the peritonitis was not reported. It was unknown at the time of the report what specific yeast grew in the peritoneal effluent culture. On an unknown date in 2011, it was discovered the patient had yeast on his heart. It was unknown how this event was diagnosed, however, the pd nurse suspected through a transesophageal echocardiogram (tee) (unspecified). It was unknown which occurred first the yeast peritonitis or yeast on the heart. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, the patient died, cause of death reported as heart problems, low hemoglobin and hemacrit and yeast on the heart valves. Outcome for the peritonitis was not reported.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of (B)(6) infection in peritoneal catheter and fungal peritonitis in a patient coincident with dianeal, unknown, and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal, unknown, and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). During a call with baxter customer service, the patient's wife reported the following. On an unreported date, the patient developed a (B)(6) infection in the peritoneal catheter. The wife reported one of the drain bags was all blood and another bag was "really gross, looked like fibrin". Upon a follow-up call with the patient's nurse, the nurse reported that the patient was on bactrim ds antibiotics (dose and frequency not reported) since (B)(6) 2010 for preventative maintenance and then the patient got a (B)(6) infection (onset not reported). On (B)(6) 2011, the patient developed peritonitis and was not hospitalized. Treatment for the peritonitis as reported by the consumer was taking a (B)(6) pill everyday. On an unreported date, dianeal therapies were stopped and were restarted on (B)(6) 2011. The patient was recovering from the peritonitis. The outcome for the (B)(6) infection in the peritoneal catheter was not reported. Concomitant medications were not reported. The nurse stated the fungal peritonitis was not related to dianeal therapies. An opinion of causality was not reported for the (B)(6) infection in the peritoneal catheter.